Manufacturer narrative:
Follow-up #1: date of submission 07/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2014 with the following findings:a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, a force sensor calibration test was performed and the force sensor was observed to be out of calibration. Also unrelated to the complaint, the bolus button was observed to be missing and prevented testing of the audio bolus button feature during testing.

Event description:
The patient contacted animas on (B)(6) 2013, reporting a low blood glucose of 2.0 mmol/l; the patient reported thrashing like a "caged animal" and threw herself against the walls and doors. The patient reported being given a glucose tab by a family member and the patient disconnected the pump. Emergency medical services treated the patient with oral carbohydrate and the patient was transported to the hospital. When the patient arrived at the hospital blood glucose levels were high; the patient indicated that the blood glucose was too high to be read on the hospital meter. The patient was reported treated with intravenous fluids and was given an EKG and a CT. The pump was reviewed with the patient. The patient confirmed the time and date were correct, the bolus and basal settings were correct and the totals correctly added in the total daily dose history, the prime history appeared appropriate, and there were no relevant alarms. The patient also confirmed that the insulin was not expired and there were no air bubbles in the system. The patient also confirmed no changes in diet, activity, or medicine. Troubleshooting of the event indicated that there was no defect of the pump found. This report is made based on the allegation that the patient was hospitalized for hypoglycemia of unknown cause while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.